Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. An error code related to the internal battery was observed. The device's internal battery was replaced to address the issue.